Event description:
In late 2008, the pt reported that insulin has leaked into the cartridge chamber of her insulin infusion device. She stated she has had to replace her batteries on almost a daily basis. She stated she is using aa alkaline batteries. The pt declined further troubleshooting as she was at work. Repeated further attempts to contact the pt were unsuccessful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.